Event description:
It was reported that during use with bd tube sst plh 13x75 3.5 plbl gold br a false positive result was obtained for beta-hcg. Retesting provided a negative result. There was no patient impact reported and erroneous results were not reported. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports instability in results of beta hcg tests. At this moment, it has been happening with another equipment, which leads to suspect of a tube quality issue. The exams have been tested in different equipment's and in different paths. Beta-hcg sample, after centrifugation in high rotation, released positive result in both alinity and cobas 8000 the final appraisal was released by lab as "negative" result".

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd tube sst plh 13x75 3.5 plbl gold br a false positive result was obtained for beta-hcg. Retesting provided a negative result. There was no patient impact reported and erroneous results were not reported. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports instability in results of beta hcg tests. At this moment, it has been happening with another equipment, which leads to suspect of a tube quality issue. The exams have been tested in different equipment's and in different paths. Beta-hcg sample, after centrifugation in high rotation, released positive result in both alinity and cobas 8000 the final appraisal was released by lab as "negative" result.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 3-may-2023. Investigation summary: bd received 10 samples and 1 photo (photo not related to product) for investigation. The customer samples and retention samples were inspected; all tubes were within specification. All tubes presented with additive and no manufacturing defects were noted. Further clinical testing could not be conducted as certain assays, in this case hcg testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode.